Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the top cover was bent. Complaint of burnt components was confirmed. Product failed functional testing with a short circuit error. Cause of errors is shorted electronic components on the main digital pcb. Burnt odor was caused by a burned resistor and transistor on main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a hip arthroscopy the dii controller got on fire. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.